Manufacturer narrative:
Analysis was performed by a remote service engineer (rse) which included connecting to the primary server remotely and performing an analysis of the network connectivity as well as the switch and router configurations. Based on analysis, repeated link flaps occurred on an access switch, triggering numerous single transfer point (stp) topology changes that were propagated network wide. This is considered the cause of the central unit outages. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was numerous stp topology changes network-wide, which affected the access switches. The issue was resolved by restarting the routers and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient information center ix indicating that all central units in the building failed. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Restarting the routers resolved the issue. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a patient information center ix indicating that all control panels in the house failed. It is unknown if the device was in use at time of event, and there was no adverse event reported.